Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support after receiving an insulin occlusion alert despite having recently changed all supplies and following the proper supply change process. The patient reported no visible kinks or leaks in the tubing or other external supplies. During troubleshooting, the patient disconnected the tubing from the body and performed a fill-tubing step, during which insulin drops were immediately observed. The occlusion alert was acknowledged, and insulin delivery was resumed. The patient reported that the occlusion tended to occur during meal announcements and was advised that if occlusions continued during insulin delivery, the supplies might need to be changed. At the time of initial contact, blood glucose levels were not affected and were reported to be within range. Subsequent review of device data indicated that blood glucose levels returned to range without gaps in insulin delivery. During later follow-up contact, the patient reported experiencing another occlusion during a meal announcement, after which all supplies were changed, and no further issues were noted. The patient did not observe any abnormalities with the removed supplies. Blood glucose levels increased mildly after a meal but returned to range shortly thereafter. Blood glucose levels were affected during this event, with a highest reported value of 221 mg/dl for approximately two hours. No back-up therapy, ketone testing, steroid use, professional medical intervention, additional assistance, or immediate health effects were reported. The patient later contacted support regarding an additional occlusion alert and noted bleeding at the infusion site. The agent explained that bleeding could occur if a blood vessel or muscle was contacted and assisted the patient in selecting a new infusion site. Insulin therapy was resumed, and the patient confirmed that blood glucose levels were not affected. The patient was unable to provide a lot number for the supplies at that time. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.